Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an myocardial revascularization procedure on (B)(6) 2019 and a stainless steel suture was used. During surgery, the needle broke in half while undergoing the first stitch on the bone. A replacement device was used to complete the procedure. There were no adverse patient consequences reported.